Manufacturer narrative:
The na electrode lot number was k9330. The expiration date was not provided. The na electrode was installed on 02-aug-2023. The customer stated that there was an issue with the vacuum nozzle. The customer was advised to replace the vacuum nozzle. The field service engineer visited the customer's site and evaluated the instrument. Last calibration was performed 11-aug-2023. Calibration was performed and was acceptable. Qc recovery was not provided. However, the customer stated that the qc was high the morning of of the event. Then after several calibrations and repeats, the qc was within acceptable limits. The investigation determined that the root cause was due to an issue in the vacuum nozzle. Qc was performed and was acceptable. Precision studies were performed and they were within specifications. Replacing the vacuum nozzle resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation about discrepant results for multiple patients' samples tested with ise sodium (na) assay on a cobas pro ise analytical unit. Discrepant results for 5 patients' plasma samples were provided. On (B)(6) 2023 the samples were initially tested and on (B)(6) 2023 the samples were repeated. Sample 1: initial result: 148 mmol/l. Repeat result: 141 mmol/l. Sample 2: initial result: 147 mmol/l. Repeat result: 141 mmol/l. Sample 3: initial result: 146 mmol/l. Repeat result: 139 mmol/l. Sample 4: initial result: 146 mmol/l. Repeat result: 139 mmol/l. Sample 5: initial result: 146 mmol/l. Repeat result: 140 mmol/l. On (B)(6) 2023, an amended report with the correct results was reported to the physicians.